Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006, patient underwent following procedure: re-exploration, posterior approach to the lumbosacral spine. L3 through l5 decompression with completion laminectomies. Right l3, l4, l5, s1 foraminotomies. L3 through s1 arthrodesis with bmp, allograft and autograft. L3 through s1 fusion and fixation with pedicle screw instrumentation. Emg monitoring for stimulation of the pedicle screws. Increased degree of difficulty, secondary to previously operated upon lumbar spine and severe scar tissue in the epidural space; for a pre-op diagnosis of: low back pain, intractable, mechanical. Right lower extremity pain. Failed back syndrome. Positive discogram at l4-5 and l5-s1. Degenerative disc disease at l4-5 and l5-s1. Per-op notes: a midline incision was made over l3 through s1. Decompression was carried out after exposing transverse processes of l3 through sacral ala. Intra-op x-ray was used to confirm position of pedicle screws. Transverse process from l3 through sacral ala was decorticated and bmp soaked sponges were placed, wrapped around a bone extender and then top of that, placed some local autograft and some allograft posterolaterally. No complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.